Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid endoscopic tissue manipulation forceps exhibited a broken distal end. The issue occurred during inspection for use. There were no reports of patient harm.